Manufacturer narrative:
Philips service observed the system after the hospital repaired the power distribution board, and no further issues were reported. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: (B)(4)).

Event description:
It was reported to philips that the system intermittently switched off, with the issue traced to the hospital power distribution board, on an allura xper fd10. The clinical use of the system was in use. There was no reported patient or user harm.